Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced high blood glucose levels and despite multiple pod changes, his glucose levels did not decrease. The patient attempted to enter carbohydrates into the controller, but the system would not allow it. The patient subsequently developed symptoms including headache, vomiting, and stomach pain, which prompted him to seek medical attention on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for approximately three days, with an anticipated discharge the following day. Treatment included three different intravenous medications. No further information was provided.